Event description:
It was reported that the device indicated elective replacement (eri) and there was possible premature battery depletion. The device was explanted and replaced. It was also reported that the right atrial lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event. It was later reported that the right atrial lead was capped and replaced due to high threshold.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for pnb492397h: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device indicated elective replacement (eri) and there was possible premature battery depletion. The device was explanted and replaced. It was also reported that the right atrial lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.